Manufacturer narrative:
Correction made to b5: it was reported that an unspecified access set was leaking from the stopcock area which allowed blood (previously omitted) to backflow into the tubing. The event occurred during blood and radiation dosing (previously submitted as unspecified process step). H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking from the stopcock area which allowed backflow into the tubing. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.